Event description:
It was reported that right ventricular (rv) lead, lead integrity alert (lia) triggered due to short interval counts (sic), oversensing and non-sustained episodes. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.